Event description:
It was reported that during the implant attempt there was difficulty advancing and placing the lead due to patient anatomy. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt there was difficulty advancing and placing the lead due to patient anatomy. The lead was not implanted. No patient complications were reported as a result of this event.